Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the video signal from the device to the lmd-x310st monitor being input to the sdi1 port, and the sdi1 port being set to the input of the 4k signal, and the signal from the cv-190 not being 4k. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call tac attempting several trouble-shooting options including reviewing the connection points as well as the input and output feeds. This troubleshooting was able to restore the image. However, the customer then noted that the image was not on the full screen. Tac recommended disabling the pip/pop function, and that successfully restored the complete and full image. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during the installation of his olympus evis exera iii video system center, he was unable to get an image displayed. There was no patient involvement during this event.